Event description:
It was reported that the day after implant of this cardiac resynchronization therapy defibrillator (crt-d), the patient experienced premature ventricular contractions (pvcs) with subsequent biventricular trigger pacing which led to ventricular fibrillation (vf). This episode of vf broke on its own; however, there were two additional episodes of vf that were each converted successfully with a 41 joule shock. It was noted that the patient had a history of pvcs prior to implant of the crt-d that led to vf, which broke on its own. Technical services discussed the possibility that the current vf events resulted from fusing of the pvcs with the biventricular trigger pace. The physician planned to start the patient on medication. The crt-d remains in service at this time and no additional adverse patient effects were reported.